Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Upon a visual evaluation of the sample, the defect was not confirmed. A root cause could not be determined as the reported issue was not confirmed. A corrective action is not applicable at this time. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date 3/17/2017.

Event description:
Customer reports that during use, the feeding tube coiled during placement. The customer reports that when the tubing was pulled out, after the second attempt, the tip of the stylet was sticking out of the distal end of the feeding tube. There was no patient harm.